Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented with right ventricular (rv) lead noise. No interventions were performed.

Event description:
Additional information received indicated that the atrial lead exhibited noise oversensing which led to pacing inhibition. Programming changes were made. The patient was stable.